Event description:
Revision surgery required. It was reported "patient had primary revision to fix oa that had developed after years of surgeries and trauma. In (B) (6) 2003, plaintiff "tripped on stairs" and two weeks later, found implants to be cracked in half."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (revision surgery required and product code jwh).